Event description:
Initially, the customer reported that some of the boluses were missing. Assisted the customer to run a manual prime test and the insulin did exit. After receiving the tubing clamp the high pressure test was completed and the test failed twice. The customer mentioned that he has been off the device and woke up sick and having high blood glucose of 361mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.